Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the unit does not measure any readings correctly and something is rattling around inside. No cracked chassis. No patient impact or consequences were reported.

Event description:
The customer reported the unit does not measure any readings correctly and something is rattling around inside. No cracked chassis. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. During internal evaluation a secondary issue revealed a broken support mount which did not affect product performance or accuracy. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.